Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿early or late postoperative, infection, and allergic reaction."

Manufacturer narrative:
This follow-up report is being filed to correct information. Product location unknown.